Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted Technical Support, received guidance on how to reset pump, successfully reset malfunction alarm without recurrence, and was advised to continue using pump and call back if any malfunction alarm occurred again, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.